Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Investigation summary : the analysis results showed that one ecr60b reload was received fully fired. Upon further inspection, the reload was found to have damage on the knife channel, as it appears that a staple was dragged along the channel, causing staple plow on the upper walls. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution, and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #t5ex9y. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, after the fifth firing with ecr60b, some staples were malformed with irregular shapes. Changed to another device to complete the procedure. There was no patient consequence reported. No additional information could be provided.